Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8.5f swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported blood leak remains unknown.

Event description:
During an atrial fibrillation procedure, the sheath was inserted into the heart chamber and before the catheter was inserted, blood leaked from the hemostasis valve. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. Air contamination into the patient has not been confirmed. No additional venipuncture was performed due to sheath replacement. The only product inserted directly into the hemostasis valve was the included dilator.